Manufacturer narrative:
As reported, the patient experienced a neurological deficit of left visual field loss during the study index procedure post-stent deployment. A precise 9 x 40 stent was successfully deployed in the proximal left internal carotid artery (lica) during the procedure. A 7 mm. Angioguard was used. Debris was noted to be present in the filter after removal. The residual stenosis was 0%. The patient had a neurological deficit upon leaving the angiography suite. The onset of the event was sudden. The event was reported to be related to the angioguard and the procedure and was unrelated to anticoagulation. The patient¿s recovery was reported to be partial with major residuals. No emergency cea surgery was necessary. The diagnosis of the event was ¿other¿. Pre-procedure, nih score of 0 and a stroke scale score of 0. The patient was discharged the day after the procedure with a nih score of 1 and a stroke scale score of 0. The proximal lica target lesion was reported to be: a 90% stenosis, 30 mm. In length, thrombus present, 8 mm. Reference diameter, mildly calcified, mildly tortuous, eccentric, and ulcerated. The lesion was pre-dilated. At the thirty day follow-up the patient¿s stroke scale score was 0 and the nih stroke scale score was 0. (B)(4): lake region lot number 10212506 is cordis lot number 71212433. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10212506. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The reported event of visual field loss is a known symptom of a transient ischemic attack (tia). Tia is a well-known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU as such. Tia is often associated with a temporary stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may collect in the embolic protection device or flow downstream potentially disrupting perfusion both during and after carotid stent implantation. By definition (mayoclinic.org), the symptoms of a tia may last up to 24 hours, but they often last only a few minutes. Tia occurs when the blood supply to part of the brain is briefly interrupted. Tia symptoms are similar to those of stroke but do not last as long. Most symptoms of a tia disappear within an hour. Based on the information provided, there are possible lesion factors-thrombus present and ulcerated, as well as procedural factors-debris noted in the filter, that may have contributed to the event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2013-00521.

Event description:
The report received from the (B)(6) study indicated that the patient was enrolled in the study and experienced a neurological deficit of left visual field loss during the study index procedure post-stent deployment. A precise 9 x 40 stent was successfully deployed in the proximal left internal carotid artery (lica) during the procedure. A 7 mm. Angioguard was used. Debris was noted to be present in the filter after removal. The residual stenosis was 0%. The patient had a neurological deficit upon leaving the angiography suite. The onset of the event was sudden. The event was reported to be related to the angioguard and the procedure and was unrelated to anticoagulation. The patient¿s recovery was reported to be partial with major residuals. No emergency cea surgery was necessary. The diagnosis of the event was ¿other¿. The patient was discharged the day after the procedure with a nih score of 1 and a stroke scale score of 0. The proximal lica target lesion was reported to be: a 90% stenosis, 30 mm. In length, thrombus present, 8 mm. Reference diameter, mildly calcified, mildly tortuous, eccentric, and ulcerated. The lesion was pre-dilated.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Lake region lot number 10212506 is cordis lot number 71212433. Per lake region report (B)(4) lake region medical did review the device history records relative to the manufacturing, inspecting and packaging of lot 10212506. This is one of two products used during the same procedure. Please reference MFR. Report # 1016427-2013-00105 and # 9616099-2013-00521.